Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified a broken shell and the device was underweight. A visual and microscopic analysis were performed which identified broken striated, opening striated. Non-penetrating nicks, creases fold and missing shell (0-25%). Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool, a striated edge broken due to surgical damage consist in the use of some surgical tool, and a missing shell due to inconclusive. The events of exposure, extrusion, and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was reported to be due to "implant extrusion and rupture". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Health professional reported right side "extrusion and rupture." Health professional additionally reported "occasional redness of the breast", "dehiscence of an inframammary fold incision", and "exposure". Device has been explanted.